Manufacturer narrative:
H3: product analysis :evaluation determine that the distal bearing and front spacer are stuck inside the attachment. The likely cause of failure was identified as the distal bearing worn. It was also noted the bur cannot be inserted all the way, o-ring worn, the housing isn't properly installed on the knuckle, there is a large gap and the thread is showing and the laser markings were faded. B5:date of notification is 2023-july-17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of defective/not exactly definable. No patient impact reported. Repair request escalated to a product event on evaluation due to detached bearings.